Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts are damaged. Troubleshooting was performed for damage, and the customer reported battery compartment damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to confirm battery cap contacts missing/damaged due to pump received without the original battery cap. The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 05/13/2025 23:21:00.000 insert battery alarm was found on: 05/12/2025 00:59:03.000. 05/12/2025 00:59:36.000. 05/13/2025 15:27:53.000. Failed battery alert/battery failed alarm was found on: 05/12/2025 00:59:20.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 28-may-2025 at 14:39:00. There was no power data available for the dates of 12-may-2025 and 13-may-2025. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 13-may-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 05/09/2025 16:23:00.000. 05/13/2025 21:28:00.000, 05/13/2025 22:23:00.000. 05/13/2025 23:21:00.000. Lostsensor2alert (781) was found on: 05/09/2025 16:39:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1/pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Unable to confirm battery cap contacts missing/damaged due to pump received without the original battery cap. Battery cap contacts missing/damaged was unknown. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.